Event description:
A caregiver reported an unspecified issue with the adc application, reporting they were unable to scan their sensor using the application. The caregiver obtained a capillary result indicating low glucose and treated customer with glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Operating system is unknown. The model number provided is for ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
A caregiver reported an unspecified issue with the adc application in use with samsung smj730f / os 9 , app 2.8.1.9305 smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps the device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an unspecified issue with the adc application in use with samsung smj730f / os 9 , app 2.8.1.9305, reporting they were unable to scan their sensor using the application. The caregiver obtained a capillary result indicating low glucose and treated customer with glucagon. There was no report of death or permanent injury associated with this event.